Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not communicate, there was an overdischarge, and the overdischarge was resolved at the health care professional (hcp) office by a special charging session in 2016 about 3 months ago. It was reported that the patient was charging too frequently. The battery drained too quickly and they were recharging too often. They had not reprogrammed, increased parameters, or switched groups recently. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.